Event description:
It was reported to boston scientific corporation on (b)64) 2012, that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2012. According to the complaint, during the procedure, when it was attempted to inflate the balloon to 20mm the balloon leaked and completely deflated. It is unknown how the procedure was completed. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Patient weight is unknown. The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. Initial reporter's phone number is unknown. (B)(4) for the reported event of balloon leak. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.